Event description:
It was reported to boston scientific corporation that an obtryx ii was used during a obtryx placement, posterior prolapse repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient presented with a 2mm mesh exposure at the vaginal suture line. On (B)(6) 2014, the patient underwent an outpatient procedure to trim 2% of the mesh and close the vagina. The investigator assessed the event as moderate in severity, not related to the procedure, related to the sling, and not related to the delivery device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.